Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Consequently, the legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. No physical damage was found where the foreign material remained. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was received from the customer indicating that reprocessing was completed before the device was sent to the repair center. It was noted that reprocessing was performed in accordance with the user manual. There were no malfunctions noted during reprocessing and there were no delays during the pre-cleaning or the manual cleaning phase. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited nozzle is clogged with foreign material. There were no reports of patient involvement.